Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the onlay implant, the patient experienced mesh wadded up, recurrence, pain, adhesions, discomfort, and lack of incorporation. Post-operative patient treatment included revision surgery and removal of mesh.